Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported issue. He replaced the small display assembly, and the display to the roller pump board cable as a precaution. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the roller pump display went dark for fifteen minutes, and then came back on. The roller pump continued to function while the display was dark. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated block: d10. During laboratory analysis, the product surveillance technician (pst) could not duplicated the reported issue. The roller pump display was observed to function as designed. Per data log analysis, the log does not show any pumps that stopped communicating and/or lost power which would cause a loss of display. Most likely, only the display was lost and the pump was still otherwise functional. This can be caused by an intermittent display assembly or a loose connection to the display.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.